Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized twice due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of over 500 mg/dl. Customer's blood glucose reading was 248 mg/dl at the time of call. Customer's parent reported that the customer has been having high blood glucose and went into diabetic ketoacidosis and was hospitalized. The customer experienced symptoms such as nausea, vomiting diarrhea, light headedness, and extreme thirst. The customer was treated with insulin and IV drip. The customer was wearing the insulin pump during the hospitalization. High blood glucose troubleshooting was performed and the drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Unable to perform high pressure test due to no tubing clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis. Reference (B)(4) for the other hospitalization event.